Manufacturer narrative:
This is the first time we have an issue of the sort of the short grey metal tube inside the rear right leg breaking in half. This is an isolated occurrence. We will monitor this closely but for now this is the first incident of the sort. We sent the customer a new replacement unit. The broken unit was never sent here for investigation. This case is now closed.

Event description:
The short grey metal tube inside the rear right leg broke in half. The customer was walking, she fell but no injury.